Event description:
It was reported that a zosyn infusion event occurred on may 22, 2026, on the 5th floor medical/surgical unit in which the pump module failed to alarm for an occlusion, resulting in a 2-hour delay in medication delivery. There was patient involvement, but no harm. System configuration settings were reviewed on a demo device, including enabled dynamic pressure display, pump mode pressure settings, and auto-restart functionality, with education provided emphasizing use of the dynamic pressure display to monitor IV-line pressure trends. The biomed ran a pm on the pump module reported for failure to alarm due to occlusion, and the device failed the flow rate occlusion task. The biomed replaced the upper pressure sensor on the pump module and re-ran the pm cycle and the unit passed. The reported pump module was placed back into circulation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.